Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "screen did not look" was confirmed as an f-94 alarm and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be incorrect pump parameter settings. The parameters were reconfigured to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with "screen did not look." It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.